Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified foreign material on the implant and the product identifiers. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a knee arthroplasty. Approximately 3 years post-op, the patient was revised due to pain and instability. A poly exchange was performed. Attempts have been made and all available information has been provided.